Event description:
It was reported that during the later part of a pyeloplasty surgical procedure the tip of a large needle driver instrument broke off inside of the patient. The broken piece was retrieved and the surgical procedure was completed with a replacement instrument. The procedure was not significantly lengthened due to the incident. No patient harm, adverse outcome or injury was reported.